Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's flow was decreased. The patient required to be manually ventilated with a bag valve mask until the device rebooted. The patient was placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step. The device's sensor board was replaced to address the issue. In addition of the above evaluation, life related smell was confirmed, motor blower assembly was replaced. Following this, stirring fan foam was also replaced. After performing a functional checking, it was confirmed that the right button was showing a double-click response despite only being pressed once. Therefore, the front panel/keypad led board was replaced, which were not related to the malfunction/issue. The sensor board was evaluated by the manufacturer's product investigation laboratory (pil) and found the sensor board functioned as designed and operated without issue or error codes.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator's flow was decreased. The patient required to be manually ventilated with a bag valve mask until the device rebooted. The patient was placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's flow was decreased. The patient required to be manually ventilated with a bag valve mask until the device rebooted. The patient was placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step. The device's sensor board was replaced to address the issue. In addition of the above evaluation, life related smell was confirmed, motor blower assembly was replaced. Following this, stirring fan foam was also replaced. After performing a functional checking, it was confirmed that the right button was showing a double-click response despite only being pressed once. Therefore, the front panel/keypad led board was replaced, which were not related to the malfunction/issue.